Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the freestyle librelink, a ¿replace sensor¿ error message was received on the 8th day of wearing the adc device. As a result, the customer was unable to obtain glucose readings and subsequently experienced unspecified hyperglycemic symptoms and ketones issues. The customer had contact with a healthcare professional who administered 12 units of insulin as treatment. Additionally, the customer was diagnosed with diabetic ketoacidosis however, no further information was provided. There was no report of death or permanent injury associated with this event.